Manufacturer narrative:
Device manufacturer address 1: (B)(4). The devices were discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of two (2) clearlink system y-type blood/solution sets leaked ¿when pressure was applied to the bulb¿. Both instances occurred while administering blood to a patient, further described as ¿when they were squeezing the chamber to pump it through quicker¿. When noticed, the set was disconnected from the patient. This issue was identified by ¿anesthesia¿ in the ¿pre-op¿ (pre-operation department). There was no report of patient injury or medical intervention associated with these events. No additional information is available.